Event description:
Revision approx one and a half years post operatively due to infection.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices have not been returned to MFR for eval. Additionally, device specific identification numbers were not provided, precluding a review of the device history record.